Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead was observed to have blood ingression and the outer insulation of the lead was observed to have blood ingression. Concomitant products: 1298, ipg, implanted: (B)(6) 2003. (B)(4).